Event description:
This procedure was an ptca svg coronary stenting: the spider was well-placed and the stent implanted correctly. It was not possible to push the blue recovery catheter over the filter. Physician recovered the filter without the recovery catheter and a dissection of the vessel occurred. It seems that some struts of the stent were damaged as well. A re-ptca and stent was not possible and the patient died 30 hours after the intervention.